Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's blue clamp broke which made it impossible to clamp the track. It was noted that future catheter replacement was needed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's blue clamp broke which made it impossible to clamp the track. It was noted that the catheter was not replaced, the patient died before replacement of the catheter.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection noted: that the photograph depicts the clamp being held during a surgical procedure. The clamp is visibly broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken clamp may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.